Manufacturer narrative:
The investigation determined that a lower than expected sodium (na+) result was obtained using a non-vitros biorad quality control fluid processed on a vitros xt7600 integrated system. The investigation determined the assignable cause to be an issue with electrolyte reference fluid (erf) lot x9104. However, the issue with erf lot x9104 is unknown. The customer obtained similar vitros na+ lot 4242-1062-1971 results for both of their vitros xt7600 systems in the lab when using erf lot x9104, with a result breaching vitros na+ criteria for (B)(4) only. Once the customer loaded new lot of erf (lot b9237) onto both systems, the biorad and performance verifier results for vitros na+ lot 4242-1062-1971 were as expected with no other actions to the analyzers. Historical vitros na+ lot 4242-1062-1971 qc for both analyzers was within expectation leading up to the event. Although a within run precision test was not run at this time, an analyzer issue is not suspected as both of the customers analyzers were showing similar results that were resolved with a new lot of erf and no other actions to the analyzers. (B)(4).

Event description:
The investigation determined that a lower than expected sodium (na+) result was obtained using a non-vitros biorad quality control fluid processed on a vitros xt7600 integrated system. Biorad level 2 result of 135.7 mmol/l versus expected result of 164.0 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected vitros na+ result was obtained on a non-patient qc fluid. There were no higher or lower than expected vitros na+ patient results reported from the laboratory. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).